Manufacturer narrative:
B1, h1: additional reported information indicates no adverse event or reportable product problem occurred. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: corrected description. H6: device code 3190 removed, patient code: 4641 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The initial reported failure of the prostyle was that the suture trimmer did not cut the suture. There was no delay in the procedure. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a failure occurred with a prostyle device. No additional information was provided at this time.